Manufacturer narrative:
Patient information was unavailable from the site. The medtronic representative found the navigation system had a damaged bulkhead connector which was found to have caused the issue. Investigation into the suspect bulkhead connector is not possible as the part was discarded by the site. The medtronic representative performed an imaging system checkout--all areas passed. System performed as intended. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, the system failed to transfer images from the second spin to the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. The surgeon opted to complete the procedure without the use of the navigation and imaging systems. There was no impact on patient outcome.